Event description:
It was reported that the waveforms from the patient's cardiomems sensor were dampened in appearance. A CT scan was performed and identified a pulmonary embolism at the site of the sensor. The patient was not symptomatic. They were put on standard post implant dual therapy and the waveform has returned to normal. Per the cardiomems hf system IFU, pulmonary embolism is a known inherent risk.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformance's were identified that are related to the reported event.